Event description:
Third revision surgery - due to glenoid failure, the glenoid became loose. Reference first revision surgery date (B)(6) 2009, (B)(4), and second revision surgery date (B)(6) 2013, (B)(4).

Manufacturer narrative:
The reason for revision surgery was identified as device loosening after 4.1 years of patient use. The products associated with this event were not returned for examination. A review of the DHR showed no ncmr's associated with this product. There is no information reported that showed a material, design, or manufacturing problem with the product. There was no information reported about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the device loosening. The revision surgery was completed successfully. The root cause for device loosening could not be determined with confidence.